Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer called in to report insulin pump buttons are unresponsive and may be stuck. Customer states she is unable to tell if device is delivering enough insulin. Blood glucose level was 97 mg/dl at time of reporting. Customer also states insulin pump has a crack by the battery compartment. Advised customer pump will need to be replaced. Nothing further reported.